Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-006963. This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's l-arc fell. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.